Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('crippling pain in my right side in the location of where the essure was placed when bending over') and menorrhagia ('after placed I had a heavy period every other to every two weeks') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "gave me an ablation / I didn't have the ablation until months after having the essure". The patient's medical history included multigravida, parity 3, multiple caesarean sections and tubal ligation (left tube). In 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced ovarian cyst ("I had a bleeding cyst it was only 4 cms tho on my ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), complication of device insertion ("only one essure was placed"), rash macular ("I'll get blotchy skin here and there") and polymenorrhoea ("period every other to every two weeks"). The patient was treated with surgery (essure removal surgery and ablation). Essure was removed in 2017. At the time of the report, the pelvic pain, menorrhagia, complication of device insertion, ovarian cyst, rash macular and polymenorrhoea outcome was unknown. The reporter considered complication of device insertion, menorrhagia, ovarian cyst, pelvic pain, polymenorrhoea and rash macular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: right tube was still there. Concerning the injuries reported in this case, the following one/ones were reported via social media : medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New events 'heavy periods', 'only one essure was placed', 'gave me an ablation / I didn't have the ablation until months after having the essure', 'crippling pain in my right side in the location of where the essure was placed when bending over' and 'I had a bleeding cyst it was only 4 cms tho on my ovary' were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : medical device removal. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.